Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported for patient (B)(6) from investigator initiated study, (B)(6) persona study there was continuous pain in knee-re, localized around tibial plateau. F/e: 120/10/0. 'Further diagnostics (patella defile, CT re-knee). No details, normal position of patella, watchful waiting policy with medication. In case of progression complaints return'.